Manufacturer narrative:
The lot number for the malfunction was not provided so a lot history review could not be performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700615 chronic catheter allegedly experienced a suction issue. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient was reportedly a (B)(6) year old female weighing (B)(6) pounds.